Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
We were notified that this lead was capped on (B)(6) 2017 and that there might be a lead fracture.

Event description:
Home monitoring reported an rv lead error. During a follow up the lead did not capture. The patient became symptomatic so no further testing was done. Could not elicit myopotential noise during testing. The sales representative is going to recommend an x-ray. The device remains implanted.